Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
Final analysis confirmed normal battery depletion.